Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) discharged a patient on its own. All patient data was missing from both the bedside monitor (bsm) and the cns as if the patient had been discharged. The log files and crash dump files were sent to nihon kohden to be evaluated. The nurse successfully re-monitored and re-admitted the patient. After reviewing the log files, nkc found that the issue was that it was an unsuccessful patient transfer.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) discharged a patient on its own. All patient data was missing from both the bedside monitor (bsm) and the central nurse's station (cns) as if the patient had been discharged. The log files and crash dump files were sent to nihon kohden and will be reviewed for verification. The nurse successfully re-monitored and re-admitted the patient. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) discharged a patient on its own. All patient data was missing from both the bedside monitor (bsm) and the central nurse's station (cns) as if the patient had been discharged.